Event description:
Pt in early labor with srom. Koala iupc inserted by midwife at 1334 on 9/14/97. Cervix was 5 cm/90% effacement, station 1. Pt had 2 late deceleratons prior to insertion of iupc. Late decels continued after insertion of iupc. Blood return noted when iupc placed. Placental abruption noted at time of cesarian. Baby born at 1502.